Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that when they go to charge the implanted neurostimulator the reading keeps coming up no device found. Patient said they will switch hands and it will go to recharging excellent and it does it several times and it seems like it is taking an awful long time to recharge the implantable neurostimulator (ins) like 2 weeks or 2 days. Patient stated they met with a manufacturer representative (rep) today and was told to call for assistance. Patient mentioned he was not feeling the stimulation. Agent asked if patient had adjustment and patient said no. Agent asked patient to connect with controller , controller showed ins 60% and controller 90% charge and therapy is on the programs. Agent reviewed patient can adjust setting if necessary. Agent reviewed device function and patients does not always feel stimulation while getting relief from the therapy. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharging antenna. Patient service asked patient if there are any codes or messages on the screen when they are charging and patient stated no. Patient started charging the implant and getting poor quality and reposition screen and then excellent. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated it was not charging quickly; patient was given a new ring cord. Issue is resolved.